Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the patient noted a blood glucose of 50 mg/dl, consumed approximately 20 oz of apple juice, and by the end of the supply change measured 75 mg/dl; the patient had been off the ilet earlier that morning. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.